Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2016. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device had caused more pain than relief. The patient underwent an scs system explant procedure and was doing well post-operatively. The explanted devices will not be returned as per hospital policy.